Event description:
It was reported by the customer that while using bd microtainer® sst¿ the samples are not clotting. The following information was provided by the customer: it was reported by the customer that samples are not clotting. Tubes will occasionally not clot after 30 min. Approximately 6 samples affected.

Manufacturer narrative:
H.6. Investigation summary: bd received customer returned samples for investigation. No photos were provided. Customer returned sample evaluation: five (5) samples from lot 3041654 were received. The tube printing of the five samples was blurry, and the lot number of one sample was not possible to identify but all cavity numbers were present. Five (5) samples from lot 2339674 were received. The tube printing of two samples were blurry, and the lot numbers and the cavity number were not possible to identify. Samples from both lots were visually inspected for presence of dry additive with acceptable results in both lots. Samples of each lot were tested at the juncos laboratory for additive concentration testing with acceptable results. Retention sample evaluation: manufacturer retained samples from 3041654 and 2339674 (fifty 50 per lot) were visually inspected for presence of dry additive with acceptable results on both lots. From these samples of each lot, fifteen (15) were tested at the juncos laboratory for additive concentration with acceptable results. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor clot formation. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2339674. D4. Medical device expiration date: 29feb2024. H4. Device manufacture date: 05dec2022. H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that while using bd microtainer® sst¿ the samples are not clotting. The following information was provided by the customer: it was reported by the customer that samples are not clotting. Tubes will occasionally not clot after 30 min. Approximately 6 samples affected.